Event description:
The customer reported via phone call that she was in and out of the hospital. The customer believed she was receiving more insulin than what she thought she was giving herself. Her blood glucose level was running low. She was hospitalized on (B)(6) 2015 for a high blood glucose level of 475 mg/dl. The insulin pump did not alarm no delivery. The customer was unable to finish troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.